Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No cosmetic damage noted during testing.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was suspending itself. The customer's blood glucose was 496 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The customer performed troubleshooting and did not found air bubbles and leaks. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.